Event description:
The customer reported that all wireless x3 monitors are not communicating with the central stations. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer. It was confirmed that several network switches and aps are offline. The device status showed all access point controllers (apcs) were connected; however, several access points (aps) were offline. It was noted that the issue was likely caused by a failure of an uninterrupted power supply (ups). Based on the information available and the testing conducted, the cause of the reported problem was a ups failure. The reported problem was confirmed. The device was operational after repairs were completed; the issue was resolved by a customer it. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.